Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus premier¿ drug-eluting stent was selected for use. However, when the package was opened, it was noted that the distal edge of the stent was damaged. The device was never used inside the patient and the procedure was completed with another of the same device. There were no patient complications reported.